Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from high fever in 2016 three years after implantation. Meningitis was suspected however was not confirmed. Therefore a device unrelated medical issue was most likely causing the reported symptoms. The concerned device was explanted due to high channels in 2019. See also manufacturer report 9710014-2019-00235.

Event description:
It was initially reported that the recipient had contracted meningitis 3 years ago (ca. 2016), however based on further information this was not confirmed. The recipient was implanted with the device in 2013 and explanted in (B)(6) 2019 due to affected channels (please refer to manufacturer report 9710014-2019-00235 for further details). The cochlea is now ossified and there was a failed re-implantation attempt.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the recipient had contracted meningitis 3 years ago (ca. 2016). The recipient was implanted with the device in 2013. The cochlea is now ossified and there was a failed re-implantation attempt.